Event description:
It was reported a patient undewent a cervical procedure on (B)(6) 2023 and a drain was used. Negative pressure was applied to the reservoir, but air came in and the reservoir was swollen. After that, the tip of the drain was blocked and water was put in, but there were no holes in the drain and there was no leakage. The reservoir also seemed to have no particular problem. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information provided: after that, the tip of the drain was blocked and water was put in, but there were no holes in the drain and there was no leakage. The reservoir also seemed to have no particular problem. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the product code of the jvac reservoir? Unk. What is the lot number of the jvac reservoir? Unk. What is the lot number of the 2227 blake drain? Unk. Was the source of the air leakage identified? No. Where did the air leakage came from the blake drain or the jvac reserovir? Unk. Please clarify what product(s) will return for evaluation? The drain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided." Events reported via: mw# 2210968-2023-00863, and mw# 2210968-2023-00864. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluatio one used complaint sample of drain was received for evaluation, during visual inspection, no negative observation was found. Furthermore, functional test (manual suction) was performed with the drain, and it was found ok functionally. As per standard practice, 100% inspection was carried out, visual before and after packing of finished goods, prior to the product release. There was no scope, end to miss out such defect, at manufacturing / release stage. Retention sample is not checked, as the lot no. Of the complaint is unknown. During investigation of the complaint, batch manufacturing record and retained sample review could not performed, as the lot number of the complaint was unknown. As per the detailed complaint report, reservoir was used to perform suction test, which is not available product. Here, it is suspected that, external factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of manufacturer scope.